Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a veterinary procedure on a cat, the needle and the thread had broken. The cat had to have an additional surgery.